Event description:
It was reported that balloon rupture occurred. A 3.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. After a minute of pressure, the device was removed and blood came back in the endoflator. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.